Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Bleeding is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) was hospitalized for initiation of duopa therapy. On (B)(6) 2019, the patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The physician reported that during the procedure, the patient had a hematoma with mild bleeding in the stomach and the procedure was stopped. The duopa therapy was interrupted. No additional intervention was done for the bleeding and hematoma. Patient had the procedure rescheduled and performed on (B)(6) 2019. Report indicated that the patient is doing fine at home.